Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii/IV".

Event description:
Healthcare professional reported "firmness", "hardness to the touch, misshapen breast, implant sitting higher than normal, pain or discomfort, and capsular contracture baker grade iii/IV". A capsulectomy was noted. The device remains implanted.